Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and the lot number has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that a trained physician attempted arteriotomy closure using a starclose vessel closure system during an interventional procedure. When trying to split the sheath, carving occurred, and the thumb advancer would not advance to the 3rd click. The patient was reportedly obese and the physician stated "he was sure he did not create an angle during deployment". The device was removed with the wings deployed. The physician did not try to activate the safety release button. The device was pulled out of the artery without any adverse effect to the patient. Hemostasis was achieved using manual compression. No additional information available.